Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (black image) was confirmed. The image did not appear due to corrosion of the electrical connector. In addition to the foreign material in the forceps elevator, additional evaluation findings are as follows: the image had black dots, the plastic distal end cover had a dent, the adhesive on the bending section cover was detached, the connecting tube had a scratch, the play of the right/left, up/down knobs were out of standard value, the bending angle of down and right did not meet standard value, the image guide protector had a scratch, and the suction connector had corrosion due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer, that when using an evis exera ii duodenovideoscope, there was a black image. The event occurred during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the forceps elevator had foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material that was yellowish/brown in color was in the forceps elevator, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. Foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage occurred in the device. The following information is stated in the instructions for use (IFU): ¿instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event.¿ olympus will continue to monitor field performance for this device.